Manufacturer narrative:
As a unit has not been returned, an examination of the device could not be carried out to identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of the reported complaint is handling damage. Product unavailable for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty was encountered and stent damage occurred. The target lesion was located in the left anterior descending artery. The physician attempted to direct stent with a taxus liberte' 3.0x32mm drug eluting stent, but encountered difficulty advancing the catheter. The stent delivery system was unable to be removed or advanced further. The guide catheter was advanced over the stent and everything was removed as a unit. Once the device was retrieved, it was noted that a stent strut on the distal end was bent. The procedure was completed with another stent. No patient complications occurred. Patient status is satisfactory.